Event description:
Endobag with a hole inside of bag. Discovered when attempting to remove kidney from pt. Kidney fell out of bag and had to be retrieved from pt. Incision was made 1.5 inches longer to allow retrieval. Bag and kidney were successfully retrieved.